Event description:
It was reported during an ablation procedure, the fat cath introducer was perforated by the brk transseptal needle. The physician performed transseptal puncture and during the maneuvering of the fast cath swartz introducer to the atrial septal wall, the brk needle created a hole in the distal part of the sheath. A new introducer was used to complete the procedure, with no consequences to the pt.

Manufacturer narrative:
(B)(4). We are in the process of evaluating this device. When our investigation is completed, a follow up report will be submitted.